Event description:
It was reported that during testing conducted at the manufacturer facility, the unit was emitting smoke. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.